Event description:
Same case as MDR ID: 2134265-2012-07322. (B)(4). It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). Cardiac catheterization revealed two lesions. The first was 71% stenosed and 8 mm long, de novo lesion located in the mid right coronary artery (rca) with a reference diameter of 2.5mm. This was treated with pre-dilation and placement of a 2.25 x 16 mm taxus element stent. However, the procedure was complicated by a spiral dissection downstream of the stent in the mid rca, as well as grade 1 perforation by a non-bsc guidewire. This was treated with placement of two non-study stents (2.5 x 18 mm and 2.5 x 12 mm) in the mid rca. The second was 71% stenosed and 24mm long located in the distal rca with a reference diameter of 2.5mmm. This was treated with pre-dilated. Due to the spiral dissection location downstream and into the distal rca, a 2.25 x 8 mm taxus element stent was attempted to be placed in the distal rca; however, it could not cross the lesion. Subsequently another 2.25 x 16 mm taxus element stent and a non-study stent (2.25 x 8 mm) were deployed with 0% residual stenosis. It was further reported that no injury occurred as a result of this failure to cross the lesion. The dissection (type f) was noted in the mid rca and dissection occurred before the stent implantation and was not related to bsc products. The same day post index procedure and prior to discharge, elevated cardiac enzyme values were observed and an mi was reported (peak ck total= 326 iu/l, uln= 308 iu/l; ck-mb= 52 iu/l, uln= 25 iu/l; troponin I= 8.48 ug/l, uln= 0.15 ug/l). One day post index procedure, an ECG was performed and revealed a non - non q-wave mi; the patient did not experience any ischemic symptoms. No action was taken to treat this event. Two days post index procedure, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1944. (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).